Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and the lot history cannot be reviewed. Information provided by the initial reporter indicated no malfunction of the device, but indicated the pt developed cellulitis following the use of a pain pump. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is mot likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Physician believes that the on-q pump could be responsible for cellulitis that pt obtained approximately one week post-op after hospital discharge. Pt is recovering and appears to be fine.